Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced partial seizures ("temporal lobe seizures"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the partial seizures was resolving. The reporter considered medical device removal and partial seizures to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal.focal seizures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced partial seizures ("temporal lobe seizures"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the partial seizures was resolving. The reporter considered medical device removal and partial seizures to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Focal seizures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event "focal seizures", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with bilateral salpingectomy') in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.